Event description:
Additional information received reported that the components that were revised were the lumbar leads. It was noted that no malfunctions or cause of issue was determined. It was noted that the interventions that had taken place was ¿just the lead revision.¿ it was noted that the patient outcome was reported as ¿the patient was doing fine with good stimulation.¿

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Changed to serious injury because a revision occurred.

Event description:
It was reported that the patient presented to the clinic with the following device settings, with no cycling and 24 hour use: program 1: 3.1v, pulse width of 390's, 55hz, guarded cathode; program 2: 2.1v, pulse width of 420's, 55hz, guarded cathode. Longevity calculations estimated the implantable neurostimulator (ins) battery life at 22 months. On the day of the report, the patient was reprogrammed to 1 program with the following settings: 9.3v, pulse width of 450's, 60 hz, 1 anode and 1 cathode. It was noted that the patient did not like cycling as it was 'too jolting.' The ins battery was at 2.925v and longevity calculations at these new settings estimated the ins battery life at 6 months. The reporter indicated that impedances greater than 10 ,000 ohms were read on 3 electrode pairs: 5,15; 8,15; 10,15. However, reprogramming was done around this impedance issue. All other pairs were within range; between 722 ohms and 1048 ohms. The reporter also stated that when impedances were being checked, the patient experienced a shocking or jolting sensation when arching backward on the newly programmed setting of double bipole. The patient was reported to have fell in (B)(6)and was no longer feeling stimulation in her legs like she was prior to the fall. This was reported to have been the reason for the reprogramming. X-rays were performed and showed one of the leads 'fell down further.' The double bipole pair configuration was switched to a simple bipole pair and stimulation was more comfortable for the patient. The reporter later stated that the cause of the issue was not determined, but the patient was going to be assessed in a follow-up appointment later. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that electrodes 14 and 15 were measured at <(><<)>50ohms only when programmed with each other. It was noted that the ¿current bat voltage=2.96¿ but the patient hadn¿t used the stimulator for about 6 months so that any depletion was due to about 1 year of use.